Event description:
This lead was explanted due to loss of capture. The physician suspects exit block as sensing and impedances were normal, the lead was in the original implant position, but it was unable to capture the ventricle at 7.5 v at 1.5 ms. Upon explant, the physician noted that the helix did not fully retract.